Manufacturer narrative:
Returned files were evaluated for dimensional and torque properties and found to be in specification. Also, a DHR review was conducted and no abnormalities were noted.

Event description:
F ile separated in the canal during a procedure. The canal was filled with the separated piece in place.